Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq2363 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign body embolization following attempted catheter placement was confirmed; however, the root cause was not identified. The product returned for evaluation was two radiographic images depicting a patient torso. The first image was reportedly taken prior to catheter placement efforts and the second image was reportedly taken after. A radiopaque object consistent with a fragment of guidewire or stylet was visible in the second image. A radiopaque object appeared visible in the submitted radiographic image; however, inspection of the image was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include advancement of the stylet past the catheter tip during catheter insertion and retraction of the guidewire against the needle tip.

Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves. Additional information provided 11/30/2022: "at this time there has been no medical or surgical intervention to remove the foreign body, waiting on clinical improvement for scheduling or transferring to perform the procedure. There was 1 (one) fragment of a foreign body identified on radiological image. Device was stabilized with a statlock stabilizer. Patient is being treated for pulmonary infections condition and there is no other relevant medical history or concomitant therapy. The device deviation was identified in radiological image after the PICC catheter insertion procedure, it has not yet been identified when the event occurred and is currently under investigation. The patient continues with the treatment, using the catheter, as it is working. The identified fragment remains stable and is currently under frequent rx monitoring, awaiting programming for the foreign body removal procedure."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves. Additional information provided 11/30/2022: "at this time there has been no medical or surgical intervention to remove the foreign body, waiting on clinical improvement for scheduling or transferring to perform the procedure. There was 1 (one) fragment of a foreign body identified on radiological image. Device was stabilized with a statlock stabilizer. Patient is being treated for pulmonary infections condition and there is no other relevant medical history or concomitant therapy. The device deviation was identified in radiological image after the PICC catheter insertion procedure, it has not yet been identified when the event occurred and is currently under investigation. The patient continues with the treatment, using the catheter, as it is working. The identified fragment remains stable and is currently under frequent rx monitoring, awaiting programming for the foreign body removal procedure.". Additional information received 12/14/2022: the customer reported the fragment was removed. However, at the time of the procedure, the fragment disintegrated, generating smaller fragments that after x-ray verified that it was in the lung. The child is stable and uneventful due to the fragments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo and radiographic image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. Two chest radiographic images and two photographs were returned for evaluation of this complaint. The two radiographic images depicted the patient¿s torso. The first image was reportedly taken prior to catheter placement efforts and the second image was reportedly taken after. A radiopaque object, consistent with a fragment of tls stylet, was visible in the second image. The returned photographs were a side-by-side comparison of the damaged tls stylet against a non-damaged stylet. The damaged stylet contained a complete break in the magnetic region. The stylet was wavy and kinked directly proximal of the break in the wire; the kinks may indicate a difficult placement or retraction of the stylet. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned radiographic images and photographs. It is possible that a difficult placement contributed to the break in the stylet. Other possible contributing factors could include advancement/retraction against resistance, the stylet becoming kinked during manipulation, inadvertent sharp instrument damage to the stylet while trimming the catheter, and/or extension of stylet tip past the distal end of the catheter during insertion. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves. Additional information provided 11/30/2022: "at this time there has been no medical or surgical intervention to remove the foreign body, waiting on clinical improvement for scheduling or transferring to perform the procedure. There was 1 (one) fragment of a foreign body identified on radiological image. Device was stabilized with a statlock stabilizer. Patient is being treated for pulmonary infections condition and there is no other relevant medical history or concomitant therapy. The device deviation was identified in radiological image after the PICC catheter insertion procedure, it has not yet been identified when the event occurred and is currently under investigation. The patient continues with the treatment, using the catheter, as it is working. The identified fragment remains stable and is currently under frequent rx monitoring, awaiting programming for the foreign body removal procedure." Additional information received12/14/2022: the customer reported the fragment was removed. However, at the time of the procedure, the fragment disintegrated, generating smaller fragments that after x-ray verified that it was in the lung. The child is stable and uneventful due to the fragments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed. The product returned for evaluation was one open 4 fr dual lumen powerpicc sv kit containing one 4 fr dual lumen powerpicc sv catheter, one tls stylet, one guidewire in a plastic hoop, one dilator from a microintroducer, one half of a microintroducer sheath, and the retainer of a statlock device. The returned tls stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s) ¿ microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding ¿ kinking of the surrounding stylet tubing, located at magnet interface(s) ¿ this additional stylet kinking resulted in a general curl in a similar direction although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed.

Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves. Additional information provided 11/30/2022: "at this time there has been no medical or surgical intervention to remove the foreign body, waiting on clinical improvement for scheduling or transferring to perform the procedure. There was 1 (one) fragment of a foreign body identified on radiological image. Device was stabilized with a statlock stabilizer. Patient is being treated for pulmonary infections condition and there is no other relevant medical history or concomitant therapy. The device deviation was identified in radiological image after the PICC catheter insertion procedure, it has not yet been identified when the event occurred and is currently under investigation. The patient continues with the treatment, using the catheter, as it is working. The identified fragment remains stable and is currently under frequent rx monitoring, awaiting programming for the foreign body removal procedure." Additional information received12/14/2022: the customer reported the fragment was removed. However, at the time of the procedure, the fragment disintegrated, generating smaller fragments that after x-ray verified that it was in the lung. The child is stable and uneventful due to the fragments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported foreign body in pediatric patient after passing a PICC catheter. Patient remains hospitalized, will undergo medical procedure to remove the "foreign body" as soon as his lung improves. Additional information provided 11/30/2022: "at this time there has been no medical or surgical intervention to remove the foreign body, waiting on clinical improvement for scheduling or transferring to perform the procedure. There was 1 (one) fragment of a foreign body identified on radiological image. Device was stabilized with a statlock stabilizer. Patient is being treated for pulmonary infections condition and there is no other relevant medical history or concomitant therapy. The device deviation was identified in radiological image after the PICC catheter insertion procedure, it has not yet been identified when the event occurred and is currently under investigation. The patient continues with the treatment, using the catheter, as it is working. The identified fragment remains stable and is currently under frequent rx monitoring, awaiting programming for the foreign body removal procedure."